Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert had been generated for automatic threshold detected as greater than programmed amplitude or suspended on the atrial channel which was due to noise. Review of previous recorded atrial threshold electrograms identified farfield oversensing of the r- wave, which was sensed in the noise window and appropriately ignored. The reported clinical observations were documented. No adverse patient effects were reported.